Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been carefully analysed. The available ECG extract confirmed the loss of capture reported in the complaint description. The provided x-rays and follow up data did not show any peculiarities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Ous MDR - it was reported that approximately 119 months after the implant this lead was capped and replaced. All parameters were within range and the xrays showed no dislodgement or lead failure. Some episodes of underpacing were noted during ECG and the patient is pacer dependent. There is no evidence of lead oversensing. The lead was capped and will not be returned.